Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the ambicor penile prosthesis (app) was no longer inflating. The physician performed troubleshooting and it was determined the app no longer had fluid in the system. It is suspected that a hole in the system resulted in fluid leak. The patient underwent surgery and the app was removed and replaced. There were no patient complications.